Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of report: 21sep2018. Date of manufacturer: 25june2018. The manufacturer's field service engineer (fse) performed onsite troubleshooting and determined the data acquisition (da) printed circuit board assembly (pcba) to the motor controller (mc) pcba required replacement. The data acquisition (da) printed circuit board assembly (pcba) to the motor controller (mc) pcba was replaced. No parts were returned for evaluation, therefore, a root cause could no be established.